Event description:
It was reported that an ultrafiltration event occurred during hemodialysis therapy with an ak 98 machine, described as "the patient's dehydration exceeded the machine's set limit". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was inspected on site by a qualified technician. The technician replaced the bacterial filter in the machine and performed an ultrafiltration unit calibration. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the event was not determined, however after replacement of the filter and the calibration, the machine was reported to have resumed normal operation. Should additional relevant information become available, a supplemental report will be submitted.